Event description:
It was reported that the patient still had big problems with pain from lead and neurostimulator lying very close under the skin. The patient had the old 3023 stimulator. They believed the new smaller 3058 would bother the patient less. After an operation with replacement of lead and neurostimulator, these no longer caused pain. Actions required as a result of the event were noted as: capped/abandoned/partially removed; hospitalization; and reprogrammed. Symptom was noted as pian at the device pocket and lead location.

Manufacturer narrative:
Product ID: 309328 lot# b0372654k, implanted: 2006 (B)(6), explanted: 2009 (B)(6), product type lead product ID: 3095-10 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).